Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on the right atrial (ra) lead, during the blanking period, while an arrhythmia episode was ongoing. The lead is still in use. No further patient complications have been reported as a result of this event.